Event description:
It was reported that on interrogation it was found that the patient had received inappropriate shocks for t-wave oversensing (twos) on the right ventricular (rv) lead. There were also small r waves. The pace/sense portion of the lead was capped and replaced and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), there was rv (right ventricular) t-wave oversensing (twos), and there was unexpected delivery of a ventricular tachyarrhythmia therapy. Beginning (B)(4) 2015, 57 ventricular sics occurred, likely due to twos. Episodes of twos were identified, which led to inappropriate shocks.